Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 51mg/dl on (B)(6) at 9:05a. Caller states glucose is normally 80-95mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evalaution. (B)(4).